Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. Unit received with minor scratched lcd window, cracked retainer and scratched case.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018. The customer¿s blood glucose level was unknown at the time of incident. The customer's current blood glucose was 125 mg/dl. The customer experienced symptoms such as vomiting. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump less than 48 hours prior to hospitalization. The insulin pump will be returned for analysis.